Event description:
During an in-clinic follow-up, an erroneous parameters error message was received while interrogating the device. The device was temporarily programmed to nominal settings to clear the error message and then reprogrammed back to the optimal settings for the patient. The patient was in stable condition.